Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that although the ac power and battery power indications were present, the device failed to power on. There was no patient involvement.